Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the insertion site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the silicone anchors caused midline incision pain. The patient underwent a revision procedure wherein the silicon anchors were removed. No device malfunction was suspected. The patient was doing well post-operatively. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the insertion site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the silicon anchors were removed. No device malfunction was suspected. The patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pain at the insertion site. The patient will undergo a revision procedure.